Event description:
It was reported that the patient developed an infection. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.